Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be due to patient morphology/pathology (prolapse). The tissue damage and recurrent mr appears to be related to the slda. The reported additional therapy/non-surgical treatment was a result of case-specific circumstance as an additional clip was implanted to reduce mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) with tissue damage requiring medical intervention. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with grade of 4 with p3 prolapse. The valve was fragile. The first clip delivery system was advanced to the mitral valve and the clip was implanted in a3/p3 lateral from a2/p2. However, prolapse remained medial from the clip and mr was not reduced. Therefore, a second cds was advanced to further reduce mr. Leaflet grasping was performed, and the clip was placed reducing mr. During leaflet insertion assessment, mr increased and it was noted that the posterior leaflet had a tear and the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed stabilizing the first clip and reducing mr to 1. Patient's hemodynamics, pulmonary venous (pv) flow and left atrium (la) pressure were improved. No additional information was provided.